Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillators (crt-d) delivered anti-tachycardia pacing (atp) and experienced atrial paced beats oversensing on the right ventricular channel. Upon review of the electrogram (egm), it was found that the oversensing on the right ventricular channel was seen as ventricular fibrillation (vf) markers. The right ventricular impedance measurements were low within the range. Patient experienced weight loss for about 20lbs and also had reported falls few times in prior months. Technical services recommended programming options and to make adjustments to rv sensitivity. Chest x-ray was performed to check on the lead. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillators (crt-d) delivered anti-tachycardia pacing (atp) and experienced atrial paced beats oversensing on the right ventricular channel. Upon review of the electrogram (egm), it was found that the oversensing on the right ventricular channel was seen as ventricular fibrillation (vf) markers. The right ventricular impedance measurements were low within the range. Patient experienced weight loss for about 20lbs and also had reported falls few times in prior months. Technical services recommended programming options and to make adjustments to rv sensitivity. Chest x-ray was performed to check on the lead. This device remains in service. No adverse patient effects were reported.